Event description:
It was reported that when the device was used during an open sigmoid colon resection procedure, the device delivered an incomplete staple line. The surgeon attempted unsuccessfully to correct with hand sewn anastomosis twice. Another like device was used to complete the case. Extended surgery time was noted. No other consequences to the pt were reported.